Event description:
It was reported that the patient awoke overnight to a dexcom g7 low glucose alert while using the ilet system after a later-than-usual dinner and self-treated without confirmatory fingerstick, ingesting eight glucose tablets, after which glucose rose to approximately 140 mg/dl; troubleshooting and education were completed. Symptoms included sweating consistent with hypoglycemia. Outcomes included a transient hypoglycemic event with self-management and no medical intervention or assistance. Investigation included review of device alerts and user-reported history. Investigation of this case revealed no confirmed device malfunction and an unclear etiology for the hypoglycemic episode in the context of nocturnal glucose variability and reliance on cgm-only confirmation. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.